Event description:
Origin blunt tip surgical trocar: balloon burst inside of pt on removal. Bits & pieces of the balloon had to be manually removed extending the surgical time required for the procedure.